Manufacturer narrative:
Device used for treatment, not diagnosis. Hillbricht, s., jurgens, ch., kiene, j., paech, a., and schulz, a. P. (2009). ¿clinical results of resection arthrodesis by triangular external fixation for posttraumatic arthrosis of the ankle joint in 89 cases¿. European journal of medical research, 14: 25-29. This report is for an unknown ao fixator/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, hillbricht, s., jurgens, ch., kiene, j., paech, a., and schulz, a. P. (2009). "Clinical results of resection arthrodesis by triangular external fixation for posttraumatic arthrosis of the ankle joint in 89 cases." European journal of medical research, 14: 25-29. This is a retrospective review of ninety-five consecutively treated patients with end stage arthritis of the ankle joint that were treated with the association for the study of internal fixation (ao) fixator and four competitor nails between 1994 and 2001. The aim was for a neutral position of the arthrodesis with a maximum of five degrees valgus and slight dorsalisation of the talus. This study was designed to evaluate the technique and clinical long term results of external fixation in a triangular frame. Mean age at the index procedure was 45.4 years (range 18-82), sixty-seven patients were male. In all cases the arthritic deformity was due to a post traumatic condition. Preoperatively forty-three patients had a relevant mal-alignment, in forty-one patients the range of motion (rom) was decreased with a remaining rom less than or equal to twenty degrees, a further thirty-seven cases the remaining rom was less than or equal to ten degrees. Six patients had developed a non-union after a previous attempt at ankle fusion. Eight patients had an ipsilateral motoric peroneal lesion, and eleven patients had arthritis of hip or knee of the ipsilateral and in nine patients of the contra-lateral limb. One patient had an amputation of the lower leg due to trauma, one patient had a subtalar fusion of the ipsilateral limb. Follow up was performed at a mean of 4.4 years (range 26-115 months). In this study six patients were lost to follow up and therefore were excluded. The results of this study included two cases requiring further cancellous bone transplant at six and nine weeks for unsatisfactory bony union. There were nine cases of reversible irritation of the dorsal cutaneous nerve. There were eighteen cases of pin tract infection which healed under conservative measures. In one case a bony infection around the pin site developed making three surgical procedures for treatment necessary. One patient suffered a fracture of the tibia at the site of the proximal tibial pin site five months after removal of the fixator due to a minor trauma. In four patients a non-union of the ankle arthrodesis developed. In one patients a further procedure was successful, one patient with a previous lisfranc amputation and a difficult soft tissue situation at the amputation site opted for a below knee amputation. Two patients refused further surgical intervention and were fitted with orthopaedic boots. In thirty-one cases radiographic signs of arthrosis in the subtalar joint had developed, two patients had a subtalar fusion between index procedure and follow up. Preoperatively only one patient had mild pain, at follow up fifty-four patients had no or only mild pain. Two cases requiring further cancellous bone transplant at six and nine weeks for unsatisfactory bony union. One case a bony infection around the pin site developed making three surgical procedures for treatment necessary. In four patients a non-union of the ankle arthrodesis developed. In one patients a further procedure was successful, one patient with a previous lisfranc amputation and a difficult soft tissue situation at the amputation site opted for a below knee amputation. This is report 1 of 1 for (B)(4). This report is for an unknown ao fixator.